Event description:
Alleged arthralgias, myalgias, dysesthesias, paresthesias, spasms, fatigue, sleep problems, sweats, headaches, hot flashes, dizziness, hair loss, sicca, gastrointestinal/gastrourinary menstral problems and easy bruising.